Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient arrived to have the chemotherapy pump disconnected and a registered nurse noticed a significant amount of fluid was left in bag. Per reporter, the patient said they had no issues with the pump and the pump said it had completed infusion with 0ml left in bag. This was the patient's second dose. Nurse asked patient if there was extra fluid in the bag the first time that they had this medication and the patient's son stated that the bag was not checked in front of them so they do not know. Per reporter, the pharmacy team drew out remaining fluid in the bag which came to 30ml. There was no delay in patient's treatment. There were no alarms during the infusion. Customer uses 150 ml bag. The event occurred while use with patient at hospital. No patient harm/adverse event reported.

Manufacturer narrative:
No device or device photo was returned for investigation. Due to this, no root cause was determined. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.